Manufacturer narrative:
Device evaluated by MFR: the rotablator rotalink plus device and the rotawire was returned for evaluation. There were kinks in the rotawire. The advancer unit and burr unit were received together. The advancer knob not returned for analysis. The burr, sheath, coil, and handshake connections were microscopically and visually examined. The burr was detached and received on the rotawire. The burr had portion of the coil broke off inside of it. The annulus of the burr was not rounded and damaged. An attempt to remove the burr from the rotawire was unsuccessful due to the kinks in the wire. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was not able to get any speed and the console stall light came on. The advancer was dismantled and the turbine was found to corroded and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2015-07944. It was reported that the burr was stuck on the wire. Vascular access was obtained via the femoral. The 90% stenosed, 50x3mm, concentric, de novo target lesion with was located in the moderately calcified proximal to distal left anterior descending (lad) artery. During preparation, the physician attempted to platform outside the patient's body using a 1.25mm rotalink plus and a 330cm rotawire. The maximum speed was set at 175,000rpm. The burr was loaded onto the rotawire and rotated at 165,000rpm. The burr was rotating for maximum of 10 seconds; however, the burr stalled and it was noted that the burr was stuck on the rotawire. The burr was entangled with the rotawire and was unable to be removed. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-07944. It was reported that the burr was stuck on the wire. Vascular access was obtained via the femoral. The 90% stenosed, 50x3mm, concentric, de novo target lesion with was located in the moderately calcified proximal to distal left anterior descending (lad) artery. During preparation, the physician attempted to platform outside the patient's body using a 1.25mm rotalink¿ plus and a 330cm rotawire¿ . The maximum speed was set at 175,000rpm. The burr was loaded onto the rotawire and rotated at 165,000rpm. The burr was rotating for maximum of 10 seconds; however, the burr stalled and it was noted that the burr was stuck on the rotawire. The burr was entangled with the rotawire and was unable to be removed. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was stable.